Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of "cosmetic defect" could be confirmed. During service the device failed the visual test. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA, stating that the device needed to be serviced. During servicing, the device was found to have a "cosmetic defect". It is known that the device was not being used during surgery; however, it is unknown if there were any injuries or medical intervention related to the event. No additional information available.